Event description:
My doctors recommended essure. I told tham I was allergic to nickel and they all said there was not enough in the coils to bother me. I had the essure procedure on (B)(6) 2013, it did not go smoothly. The doctor had problems getting the coil in the left fallopian tube, it took a lot of pushing and wiggling, a long time. I was very uncomfortable and in quite a lot of pain. After a while he said he may have to abort the procedure, but ended up getting it in. After it was done I was in a lot of pain for several days. Since then, six weeks later, I have had cramps 24/7, sometimes pretty bad. Also daily sharp pains in the tubal area, low sharp back pain on the left side, and itching across my abdomen, low back, and my hands have broke out - signs of nickel allergy. I have felt bad every day since then, the cramping keeps me from doing even more than I usually can do.